Event description:
This 47-yr-old female underwent bilateral breast augmentation with implantation of silicone implants in 1979. The pt is uncertain of the MFR. The procedure was not performed at reporting facility. The pt presents with complaints of chronic fatigue and fibromyalagia & wishes implants removed. Gross: ruptured right breast implant, left implant intact.